Event description:
They said the reaction began around their ring finger where they wear their wedding ring. It began with being red, dry and chapped. When I saw their hands they were severely chapped, peeling and red. They have severe dermatitis on both hands. They said they had been wearing the gloves for about 3 months and they just keep getting worse. They will get their results on their allergy test from their dr in 10/2004. They will not be allowed to scrub in for the next 2 weeks. Additionally, or nurse stated that the reaction started around their ring finger where they would wear their ring (nurse does not wear it when they scrub). It then spread. They stated at times it looked like a 2nd degree burn. Their symptoms began in july. They have sought medical treatment, and was given lidex cream and lotrisone cream. They also had allergy testing but the results are not back yet. Their ring is yellow gold. They have not tried any new soaps or lotions. They scrub with avagard. They have not scrubbed for 3 weeks now, and their hands seem to be better although they still have scabs.